Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore stripes in image occur, the fiber bonding in the outer tube area (distal end) is damaged, the cover glass of the insertion section is cracked. The laser light cable plug of the video cable section is damaged, and the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope was showing green lines/interference on the monitor during set up. There were no reports of patient involvement.